Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the pump does not have enough pressure and will not hold anyone up. Will not stay up without someone in the lift. MDR filed.